Manufacturer narrative:
Consumer alleges the legs bent on the shower chair and that she fell back. Consumer went to an urgent care for treatment and was released. Consumer stated she is following up with a doctor's visit. Product was approximately one year old at the time of the incident with no previous complaints. Product has not been returned for an evaluation so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.

Event description:
The consumer states she was dizzy due to the rear legs allegedly bending and then gave out, causing her to fall backwards and hit her head, neck and shoulders in the tub. The consumer went to urgent care and was released and told to follow up with her doctor. No serious injury is alleged.